Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value and customer alleging possible insulin pump over delivery. The customer¿s high blood glucose level was over 300 mg/dl and low blood glucose value was 70 mg/dl. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer also reported that customer did not allege insulin pump was under delivering. The customer was previously able to passed the displacement test. The customer treated high blood glucose with insulin pump and manual injection and low blood glucose with food. The insulin pump will be returned for analysis and reservoir will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08715 inches. (B)(4).